Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be unexpected high uf for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012, at 21:18:44. During night drain cycle four, the patient's ultrafiltration reading was 2010ml, indicating the home patient (hp) drained 2010ml more than their maximum programmed fill volume of 2500ml. No additional information is available.